Event description:
On 23sep2024, a patient (pt) reported, while wearing a new pair of acuvue® oasys® brand contact lenses (cls), the cls get ¿foggy¿ and the pt has symptoms of eye pain and body aches in both eyes (ou). The pt stopped cl wear for a week and the symptoms resolved but returned when the lenses were used again. No additional was provided. On 30sep2024, the pt provided additional information. The pt reported the symptoms began in july2024 with a new pair of lenses from a new box. The pt experienced eye pain that went down the face and to the back of the head with white discharge ou. The pt reported it felt like a ¿sinus infection.¿ the pt went to an emergency room (ER) and a doctor diagnosed an ¿infection¿ and prescribed ciprofloxacin 0.3% every 2 hours for 30 days. He pt doesn¿t recall a specific diagnosis. The pt reported completing the antibiotic treatment and within one hour, ou felt dry with blurry vision and discharge with the same ¿sick feeling.¿ after trying 2 additional pairs of lenses. The pt reported daily cl wear and uses an unknown solution nightly for soaking the lenses. The pt visited an eye care professional (ecp) and spoke with the doctor. No eye evaluation was conducted but the pt reported that the ecp advised ¿it was a problem with the lenses.¿ the pt will try to locate the ER after-visit summary and send via email. On 30sep2024 a call was placed to the pt¿s prescribing ecp office. A representative advised that the pt had an annual eye exam in (B)(6) 2024. The pt came in to speak with the ecp (date not provided), but didn¿t have an appointment and no eye exam was performed. No additional information was provided. On 01oct2024, a call was placed to the ER to request additional medical information. A hospital representative advised the pt would need to sign a medical release form for medical information to be released. No additional information was provided. Additional calls and emails were sent to the pt on 04oct2024 and 11oct2024 requesting additional medical information, but nothing additional has been received. The date of the pt¿s event is being recorded as 01jul2024 as the exact event date is unknown. As we were unable to verify the pt¿s ou diagnosis and treatment, the ou eye infection will be reported as a worst-case event due to every 2-hour ciprofloxacin treatment for 30 days. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b016hdr was produced under normal conditions. This report is for the pt¿s left eye (os) eye infection event. A separate submission for the pt¿s right eye (od) event. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.